Event description:
Related manufacturer reference number: 2017865-2022-05546. It was reported that the patient presented remotely experiencing arrhythmia. Upon review, the atrial lead exhibited failure to sense, failure to capture, and under-sensing. The right ventricle lead exhibited low pacing impedance and r wave amplitude variation. X-ray showed that the atrial lead was dislodged. Both the atrial lead and right ventricle lead were repositioned on (B)(6) 2022. Patient was stable.